Manufacturer narrative:
Follow-up received on 09-jun-2016: quality-safety evaluation was updated: as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous and legal case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced some heavy bleeding which lasted roughly 2 weeks after essure insertion and her uterus was perforated. She had essure removed. Both events were considered serious due medical significance and are listed in the reference safety information for essure. Other non-serious events were reported. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, consumer stated that she experienced heavy bleeding for approximately 2 weeks after essure insertion, suggesting that the uterine perforation may have occurred during insertion procedure. However, this is uncertain and the date of uterine perforation diagnosis was not reported. Based on a positive temporal relationship and essure safety profile, the causality between the events some heavy bleeding which lasted roughly 2 weeks after essure insertion and her uterus was perforated were assessed as related to essure use. This case was upgraded to incident since essure was removed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2355, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007, 6 weeks after giving birth. Consumer reported that she did not had general anesthesia and no pain medications. Left coil went in with no problem. The right coil was far more painful. Afterwards she experienced large amounts of pain as well as some heavy bleeding which lasted roughly 2 weeks. She experienced consistent pain in the right inguinal region over the years and each year that passes it gets worse. She had heavy bleeding every period that lasts about 9 - 12 days and about a weeks a half off in between, hair loss, inflammation of the scalp, moderate abdominal bloating, pain in the right inguinal region during bowel movements, metallic taste in mouth, weight gain as well as difficult time losing the weight she gained during pregnancy. She was having essure removed along with her perforated uterus and tubes. Since her uterus was perforated she was more than likely to have endometriosis. Also, she stated that she was not a good candidate for this device since she was diagnosed with hydrosalpinx on the right side twice. Product technical analysis: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow-up information received on 15-apr-2016. A legal claim was received. Case upgraded to incident. Plaintiff had essure inserted for permanent sterilization. She subsequently had the device removed due to complications. Company causality comment: this spontaneous and legal case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced some heavy bleeding which lasted roughly 2 weeks after essure insertion and her uterus was perforated. She had essure removed. Both events were considered serious due medical significance and are listed in the reference safety information for essure. Other non-serious events were reported. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, consumer stated that she experienced heavy bleeding for approximately 2 weeks after essure insertion, suggesting that the uterine perforation may have occurred during insertion procedure. However, this is uncertain and the date of uterine perforation diagnosis was not reported. Based on a positive temporal relationship and essure safety profile, the causality between the events some heavy bleeding which lasted roughly 2 weeks after essure insertion and her uterus was perforated were assessed as related to essure use. This case was upgraded to incident since essure was removed. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2355) on 05-nov-2015. The most recent information was received on 16-mar-2020. Quality-safety evaluation of ptc: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus was perforated / perforation') and device dislocation ('migration of device') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included temperature elevation on (B)(6) 2007, headache on (B)(6) 2007, breast tenderness on (B)(6) 2007, ache on (B)(6) 2007, uti on (B)(6) 2007, hydrosalpinx and vaginal delivery. She does not have dysuria. Concurrent conditions included postpartum state, vaginal bleeding and bleeding breakthrough (continue having bleeding). Concomitant products included drospirenone + ethinylestradiol (yaz) and ethinylestradiol;norethisterone (ethinylestradiol;norethindrone). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced post procedural haemorrhage ("some heavy bleeding which lasted roughly 2 weeks after essure insertion"), lasting 14 days and experienced post procedural pain ("the right coil was far more painful / large amount of pain after insertion"). On (B)(6) 2015, the patient experienced postoperative pain ("pretty good pain after laparoscopic supracervical hysterectomy surgery"), 8 years 2 months after insertion of essure. On (B)(6) 2015, the patient experienced swelling ("swollen after laparoscopic supracervical hysterectomy") and was found to have the first episode of weight increased ("gain 9 lbs after laparoscopic supracervical hysterectomy"). On (B)(6) 2016, the patient experienced the first episode of discomfort ("disconfort after laparoscopic supracervical hysterectomy surgery"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), groin pain ("consistent pain in the right inguinal region"), menorrhagia ("I have heavy bleeding every period that lasts about 9-12 days"), polymenorrhoea ("about a week and half in between periods"), alopecia ("hair loss"), dermatitis ("inflammation of the scalp"), abdominal distension ("moderate abdominal bloating / bloating"), dysgeusia ("metalic taste in mouth"), weight loss poor ("difficult time losing the weight I gained during pregnancy"), endometriosis ("endometriosis"), migraine ("migraines"), rash ("skin rashes"), the second episode of discomfort ("discomfort") and incision site complication ("she has been feeling weird at left side of incision") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with antibiotics, butalbital;caffeine;paracetamol (fioricet) and surgery (laparoscopic supracervical hysterectomy and to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, post procedural haemorrhage, genital haemorrhage, post procedural pain, groin pain, menorrhagia, polymenorrhoea, alopecia, dermatitis, abdominal distension, dysgeusia, the last episode of weight increased, weight loss poor, endometriosis, migraine and rash outcome was unknown, the last episode of discomfort had resolved and the postoperative pain had not resolved. The reporter considered abdominal distension, alopecia, dermatitis, device dislocation, dysgeusia, endometriosis, genital haemorrhage, groin pain, incision site complication, menorrhagia, migraine, polymenorrhoea, post procedural haemorrhage, post procedural pain, rash, swelling, uterine perforation, weight loss poor, the first episode of discomfort, the first episode of weight increased, postoperative pain, the second episode of discomfort and the second episode of weight increased to be related to essure. The reporter commented: according to medical records, she also had an episode of elevated temps with an elevated esr of approximately 109. We felt that this is likely due to an undiagnosed urinary tract infection. She was treated with antibiotics and all symptoms have since resolved. No evidence of endometritis on exam on (B)(6) 2007, hence essure insertion was continued. The patient reported that she underwent and laparoscopic supracervical hysterectomy surgery to remove essure. The patient described that she was super swollen and she gained 9 lbs after the surgery. 2 days after the procedure she has been facing pretty good pain, which has been management with intravenous medication. 5 days after the procedure she has been pretty good as far as pain and discomfort. She also described that she has been feeling weird at left side of incision. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: results: right tube patent, left tube occuled. Diagnostic results: on (B)(6) 2007 : lab reports. Urine dip for nitrites were negative. 3+ leukocytes on a clean catch. White count is 6.6. Hematocrit 31.5. Concerning the injuries reported in this case, the following one was reported via social media: discomfort. Quality-safety evaluation of ptc: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 16-mar-2020: new events were added: pretty good pain after laparoscopic supracervical hysterectomy surgery; disconfort after laparoscopic supracervical hysterectomy surgery; she has been feeling weird at left side of incision; gain 9 lbs after laparoscopic supracervical hysterectomy; swollen after laparoscopic supracervical hysterectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2355) on 05-nov-2015. The most recent information was received on 06-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus was perforated / perforation') and device dislocation ('migration of device') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included temperature elevation on (B)(6) 2007, headache on (B)(6) 2007, breast tenderness on (B)(6) 2007, ache on (B)(6) 2007, uti on (B)(6) 2007, hydrosalpinx and vaginal delivery. She does not have dysuria. Concurrent conditions included postpartum state, vaginal bleeding and bleeding breakthrough (continue having bleeding). Concomitant products included drospirenone + ethinylestradiol (yaz) and ethinylestradiol; norethisterone (ethinylestradiol; norethindrone). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced post procedural haemorrhage ("some heavy bleeding which lasted roughly 2 weeks after essure insertion"), lasting 14 days and experienced post procedural pain ("the right coil was far more painful / large amount of pain after insertion"). On (B)(6) 2015, the patient experienced postoperative pain ("pretty good pain after laparoscopic supracervical hysterectomy surgery"), 8 years 2 months after insertion of essure. On (B)(6) 2015, the patient experienced swelling ("swollen after laparoscopic supracervical hysterectomy") and was found to have the first episode of weight increased ("gain 9 lbs after laparoscopic supracervical hysterectomy"). On (B)(6) 2016, the patient experienced the first episode of discomfort ("discomfort after laparoscopic supracervical hysterectomy surgery"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), groin pain ("consistent pain in the right inguinal region"), menorrhagia ("I have heavy bleeding every period that lasts about 9-12 days"), polymenorrhoea ("about a week and half in between periods"), alopecia ("hair loss"), dermatitis ("inflammation of the scalp"), abdominal distension ("moderate abdominal bloating / bloating"), dysgeusia ("metalic taste in mouth"), weight loss poor ("difficult time losing the weight I gained during pregnancy"), endometriosis ("endometriosis"), migraine ("migraines"), rash ("skin rashes"), the second episode of discomfort ("discomfort") and incision site complication ("she has been feeling weird at left side of incision") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with antibiotics, butalbital; caffeine; paracetamol (fioricet) and surgery (laparoscopic supracervical hysterectomy and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, post procedural haemorrhage, genital haemorrhage, post procedural pain, groin pain, menorrhagia, polymenorrhoea, alopecia, dermatitis, abdominal distension, dysgeusia, the last episode of weight increased, weight loss poor, endometriosis, migraine and rash outcome was unknown, the last episode of discomfort had resolved and the postoperative pain had not resolved. The reporter considered abdominal distension, alopecia, dermatitis, device dislocation, dysgeusia, endometriosis, genital haemorrhage, groin pain, incision site complication, menorrhagia, migraine, polymenorrhoea, post procedural haemorrhage, post procedural pain, rash, swelling, uterine perforation, weight loss poor, the first episode of discomfort, the first episode of weight increased, postoperative pain, the second episode of discomfort and the second episode of weight increased to be related to essure. The reporter commented: according to medical records, she also had an episode of elevated temps with an elevated esr of approximately 109. We felt that this is likely due to an undiagnosed urinary tract infection. She was treated with antibiotics and all symptoms have since resolved. No evidence of endometritis on exam on (B)(6) 2007, hence essure insertion was continued. The patient reported that she underwent and laparoscopic supracervical hysterectomy surgery to remove essure. The patient described that she was super swollen and she gained 9 lbs after the surgery. 2 days after the procedure she has been facing pretty good pain, which has been management with intravenous medication. 5 days after the procedure she has been pretty good as far as pain and discomfort. She also described that she has been feeling weird at left side of incision. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: results: right tube patent, left tube occuled. Diagnostic results: on (B)(6) 2007 : lab reports. Urine dip for nitrites were negative. 3+ leukocytes on a clean catch. White count is 6.6. Hematocrit 31.5. Concerning the injuries reported in this case, the following one was reported via social media: discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 26-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforation of tube'), uterine perforation ('uterus was perforated / perforation/ migration or perforation') and device dislocation ('migration of device / the right essure tube does not lie within the proximal portion of fallopian tube') in a 25-year-old female patient who had essure (ess205) (batch no. 823545) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included temperature elevation in (B)(6) 2007, headache in (B)(6) 2007, breast tenderness in (B)(6) 2007, ache in (B)(6) 2007, uti in (B)(6) 2007, hydrosalpinx and vaginal delivery. She does not have dysuria. Concurrent conditions included postpartum state, vaginal bleeding and bleeding breakthrough (continue having bleeding). Concomitant products included drospirenone + ethinylestradiol (yaz) and ethinylestradiol;norethisterone (ethinylestradiol;norethindrone). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced post procedural haemorrhage ("some heavy bleeding which lasted roughly 2 weeks after essure insertion"), lasting 14 days and experienced procedural pain ("the right coil was far more painful / large amount of pain after insertion"). In (B)(6) 2015, the patient experienced swelling ("swollen after laparoscopic supracervical hysterectomy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), groin pain ("consistent pain in the right inguinal region"), menorrhagia ("I have heavy bleeding every period that lasts about 9-12 days"), polymenorrhoea ("about a week and half in between periods"), alopecia ("hair loss"), dermatitis ("inflammation of the scalp"), abdominal distension ("moderate abdominal bloating / bloating"), dysgeusia ("metalic taste in mouth"), weight loss poor ("difficult time losing the weight I gained during pregnancy"), endometriosis ("endometriosis"), migraine ("migraines"), rash ("skin rashes"), discomfort ("discomfort") and incision site complication ("she has been feeling weird at left side of incision") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, butalbital;caffeine;paracetamol (fioricet) and surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, post procedural haemorrhage, genital haemorrhage, procedural pain, groin pain, menorrhagia, polymenorrhoea, alopecia, dermatitis, abdominal distension, dysgeusia, weight increased, weight loss poor, endometriosis, migraine, rash, incision site complication and swelling outcome was unknown and the discomfort had resolved. The reporter considered abdominal distension, alopecia, dermatitis, device dislocation, discomfort, dysgeusia, endometriosis, fallopian tube perforation, genital haemorrhage, groin pain, incision site complication, menorrhagia, migraine, polymenorrhoea, post procedural haemorrhage, procedural pain, rash, swelling, uterine perforation, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: according to medical records, she also had an episode of elevated temps with an elevated esr of approximately 109. We felt that this is likely due to an undiagnosed urinary tract infection. She was treated with antibiotics and all symptoms have since resolved. No evidence of endometritis on exam on (B)(6) 2007, hence essure insertion was continued. The patient reported that she underwent and laparoscopic supracervical hysterectomy surgery to remove essure. The patient described that she was super swollen and she gained 9 lbs after the surgery. 2 days after the procedure she has been facing pretty good pain, which has been management with intravenous medication. 5 days after the procedure she has been pretty good as far as pain and discomfort. She also described that she has been feeling weird at left side of incision. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: right tube patent, left tube occuled. Diagnostic results: (B)(6) 2007 : lab reports urine dip for nitrites were negative. 3+ leukocytes on a clean catch. White count is 6.6. Hematocrit 31.5. Concerning the injuries reported in this case, the following one was reported via social media: discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: event fallopian tube perforation added, lot number, reporters were added. Product code changed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 05-nov-2015. The most recent information was received on 09-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforation of tube'), uterine perforation ('uterus was perforated / perforation/ migration or perforation') and device dislocation ('migration of device / the right essure tube does not lie within the proximal portion of fallopian tube') in a 25-year-old female patient who had essure (ess205) (batch no. 823545-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included temperature elevation in (B)(6) 2007, headache in (B)(6) 2007, breast tenderness in (B)(6) 2007, ache in (B)(6) 2007, uti in (B)(6) 2007, hydrosalpinx and vaginal delivery. She does not have dysuria. Concurrent conditions included postpartum state, vaginal bleeding and bleeding breakthrough (continue having bleeding). Concomitant products included drospirenone + ethinylestradiol (yaz) and ethinylestradiol;norethisterone (ethinylestradiol;norethindrone). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced post procedural hemorrhage ("some heavy bleeding which lasted roughly 2 weeks after essure insertion"), lasting 14 days and experienced procedural pain ("the right coil was far more painful / large amount of pain after insertion"). In (B)(6) 2015, the patient experienced swelling ("swollen after laparoscopic supracervical hysterectomy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding"), groin pain ("consistent pain in the right inguinal region"), menorrhagia ("I have heavy bleeding every period that lasts about 9-12 days"), polymenorrhoea ("about a week and half in between periods"), alopecia ("hair loss"), dermatitis ("inflammation of the scalp"), abdominal distension ("moderate abdominal bloating / bloating"), dysgeusia ("metalic taste in mouth"), weight loss poor ("difficult time losing the weight I gained during pregnancy"), endometriosis ("endometriosis"), migraine ("migraines"), rash ("skin rashes"), discomfort ("discomfort") and incision site complication ("she has been feeling weird at left side of incision") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, butalbital;caffeine;paracetamol (fioricet) and surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, post procedural hemorrhage, genital hemorrhage, procedural pain, groin pain, menorrhagia, polymenorrhoea, alopecia, dermatitis, abdominal distension, dysgeusia, weight increased, weight loss poor, endometriosis, migraine, rash, incision site complication and swelling outcome was unknown and the discomfort had resolved. The reporter considered abdominal distension, alopecia, dermatitis, device dislocation, discomfort, dysgeusia, endometriosis, fallopian tube perforation, genital hemorrhage, groin pain, incision site complication, menorrhagia, migraine, polymenorrhoea, post procedural hemorrhage, procedural pain, rash, swelling, uterine perforation, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: according to medical records, she also had an episode of elevated temps with an elevated esr of approximately 109. We felt that this is likely due to an undiagnosed urinary tract infection. She was treated with antibiotics and all symptoms have since resolved. No evidence of endometritis on exam on (B)(6) 2007, hence essure insertion was continued. The patient reported that she underwent and laparoscopic supracervical hysterectomy surgery to remove essure. The patient described that she was super swollen and she gained 9 lbs after the surgery. 2 days after the procedure she has been facing pretty good pain, which has been management with intravenous medication. 5 days after the procedure she has been pretty good as far as pain and discomfort. She also described that she has been feeling weird at left side of incision. As per mr product code reported as ess205. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: right tube patent, left tube occuled. Diagnostic results: (B)(6) 2007 : lab reports. Urine dip for nitrites were negative. 3+ leukocytes on a clean catch. White count is 6.6. Hematocrit 31.5. Concerning the injuries reported in this case, the following one was reported via social media: discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-sep-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 18-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus was perforated / perforation"), device dislocation ("migration of device"), post procedural haemorrhage ("some heavy bleeding which lasted roughly 2 weeks after essure insertion") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hydrosalpinx, vaginal delivery, temperature elevation in (B)(6) 2007, headache in (B)(6) 2007, breast tenderness in (B)(6) 2007, ache in (B)(6) 2007 and uti in (B)(6) 2007. She does not have dysuria. Concurrent conditions included postpartum state, vaginal bleeding and bleeding breakthrough (continue having bleeding). Concomitant products included drospirenone + ethinylestradiol (yaz) and normensal (ortho-novum 1/35). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("the right coil was far more painful / large amount of pain after insertion"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), groin pain ("consistent pain in the right inguinal region"), menorrhagia ("I have heavy bleeding every period that lasts about 9-12 days"), polymenorrhoea ("about a week and half in between periods"), alopecia ("hair loss"), dermatitis ("inflammation of the scalp"), abdominal distension ("moderate abdominal bloating / bloating"), dysgeusia ("metalic taste in mouth"), weight increased ("weight gain"), weight loss poor ("difficult time losing the weight I gained during pregnancy"), endometriosis ("endometriosis"), migraine ("migraines") and rash ("skin rashes"). The patient was treated with antibiotics, axotal (fioricet), surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, post procedural haemorrhage, procedural pain, groin pain, menorrhagia, polymenorrhoea, alopecia, dermatitis, abdominal distension, dysgeusia, weight increased, weight loss poor, endometriosis, migraine and rash outcome was unknown. The reporter considered abdominal distension, alopecia, dermatitis, device dislocation, dysgeusia, endometriosis, genital haemorrhage, groin pain, menorrhagia, migraine, polymenorrhoea, post procedural haemorrhage, procedural pain, rash, uterine perforation, weight increased and weight loss poor to be related to essure. The reporter commented: according to medical records, she also had an episode of elevated temps with an elevated esr of approximately 109. We felt that this is likely due to an undiagnosed urinary tract infection. She was treated with antibiotics and all symptoms have since resolved. No evidence of endometritis on exam on (B)(6) 2007, hence essure insertion was continued. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: right tube patent, left tube occluded (B)(6) 2007 : lab reports. Urine dip for nitrites were negative. 3+ leukocytes on a clean catch. White count is 6.6. Hematocrit 31.5. Quality-safety evaluation of ptc: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2017: follow up from summons-product stop date and new events migration of device, abnormal bleeding, migraine, skin rashes were added. Event bloating and perforation clubbed with earlier events and pain made symptom of event uterine perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2355) on 05-nov-2015. The most recent information was received on 08-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus was perforated / perforation"), device dislocation ("migration of device"), post procedural haemorrhage ("some heavy bleeding which lasted roughly 2 weeks after essure insertion") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hydrosalpinx, vaginal delivery, temperature elevation in (B)(6) 2007, headache in (B)(6) 2007, breast tenderness in (B)(6) 2007, ache in (B)(6) 2007 and uti in (B)(6) 2007. She does not have dysuria. Concurrent conditions included postpartum state, vaginal bleeding and bleeding breakthrough (continue having bleeding). Concomitant products included drospirenone + ethinylestradiol (yaz) and normensal (ortho-novum 1/35). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("the right coil was far more painful / large amount of pain after insertion"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), groin pain ("consistent pain in the right inguinal region"), menorrhagia ("I have heavy bleeding every period that lasts about 9-12 days"), polymenorrhoea ("about a week and half in between periods"), alopecia ("hair loss"), dermatitis ("inflammation of the scalp"), abdominal distension ("moderate abdominal bloating / bloating"), dysgeusia ("metalic taste in mouth"), weight increased ("weight gain"), weight loss poor ("difficult time losing the weight I gained during pregnancy"), endometriosis ("endometriosis"), migraine ("migraines"), rash ("skin rashes") and discomfort ("discomfort"). The patient was treated with antibiotics, axotal (fioricet), surgery (to remove the essure implant.) And surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, post procedural haemorrhage, genital haemorrhage, procedural pain, groin pain, menorrhagia, polymenorrhoea, alopecia, dermatitis, abdominal distension, dysgeusia, weight increased, weight loss poor, endometriosis, migraine and rash outcome was unknown and the discomfort had resolved. The reporter considered abdominal distension, alopecia, dermatitis, device dislocation, discomfort, dysgeusia, endometriosis, genital haemorrhage, groin pain, menorrhagia, migraine, polymenorrhoea, post procedural haemorrhage, procedural pain, rash, uterine perforation, weight increased and weight loss poor to be related to essure. The reporter commented: according to medical records, she also had an episode of elevated temps with an elevated esr of approximately 109. We felt that this is likely due to an undiagnosed urinary tract infection. She was treated with antibiotics and all symptoms have since resolved. No evidence of endometritis on exam on (B)(6) 2007, hence essure insertion was continued. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: right tube patent, left tube occluded. (B)(6) 2007: lab reports. Urine dip for nitrites were negative. 3+ leukocytes on a clean catch. White count is 6.6. Hematocrit: 31.5. Concerning the injuries reported in this case, the following one was reported via social media: discomfort. Quality-safety evaluation of ptc: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2018: social media case. New event added- discomfort. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.